Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). See manufacture report number 2032227-2015-26621 for reservoir.

Event description:
The customer reported via phone call, she has been having issues with air bubble in the tubing. She declined troubleshooting as she stated she had previously had done it. Her blood glucose was 400 mg/dl. Customer stated she will back to verify the serial number. The device is not returning for analysis.